Event description:
It was reported that the customer swerving in and out of traffic while driving, he was pulled over by the police and they called emergency medical services. The customer had blood glucose levels of 28mg/dl. The customer was treated with manual injection. No troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.